Event description:
A hospital in (b)(6 reported to our distributor that an mr290 vented autofeed humidification chamber leaked between the bag spike and water feed tube after four hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection revealed a small split on the feedset tube where the spike is attached, and the surface at the break is rough. A lot check revealed no other complaints of this nature for this product. Conclusion: the surface of the split tubing was rough, not smooth. This suggests that the tubing had been pulled away from the dome, possibly due to the feedset being stretched during the winding process. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported to our distributor that an mr290 vented autofeed humidification chamber leaked between the bag spike and water feed tube after four hours of use. No patient consequence was reported.